Event description:
On (B)(4) 2012, the reporter contacted lifescan from canada on behalf of her friend (the patient) alleging a unit powers off during use issue with a one touch verio meter. The reporter did not allege any harm or injury because of the reported issue. The reporter was unable to provide the serial # of the meter or a phone # to contact the patient. Therefore, the meter was not replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had a unit powers off during use issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
PMA/510 (k) # is k110637.

Manufacturer narrative:
Follow-up #1 / supplemental report: correction to the incident description = on (B)(6) 2012, the reporter contacted lifescan from (B)(4) on behalf of her friend (the patient) alleging a unit powers off during use issue with a one touch verio iq meter.